Event description:
This (B)(4) is related to (B)(4) which reports that the third revision surgery was performed due to dislocation of the insert. This pc reports that the patient underwent the second revision surgery due to fall. It was reported that on (B)(6) 2010, the patient underwent the primary surgery with the other company¿s implants for the right unilateral primary knee osteoarthritis. After the surgery, the initial revision surgery was performed with the attune revision on (B)(6) 2022. The initial revision surgery was completed successfully without any surgical delay. After the initial revision surgery, the patient fell, and the femoral exocondyle fractured. Additionally, the lcl was not functioning. Therefore, the second revision surgery was performed on (B)(6) 2022. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.